Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump had cracked lcd window, cracked case on the display window corner, broken belt clips lot, cracked reservoir tube lip, cracked reservoir tube window, cracked case on the reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.